Manufacturer narrative:
(B)(4). Report source- literature : bini, s.a., chen, y., khatod, m., paxton, e.w. (2013). Does pre-coating total knee tibial implants affect the risk of aseptic revision. Bone joint j ;95-b,367-70. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products and mdrs: unk pmaa nexgen tibial tray; MDR: 0001822565-2021-01955. Knee-unknown-bearing-unknown; MDR: 0001822565-2021-02071.

Event description:
On 22-jun-2021, a journal article was retrieved from the bone & joint (2013) that reported a study from the united states of america that looked at pre-coating tibial knee implants and its risk for aseptic revision. The purpose of the study was to determine the early aseptic revision rates of two tibial components with identical geometry and instrumentation but differ in one being pre-coated and other not. The study reviewed 13,835 patients with pre-coated tibial implant and 2,713 patients without pre-coating. The study population had a 92.4% and 92.8% of its study population age greater than or equal to 55 years at time of surgery. Complaint 3: the study reported twenty-eight (28) patients within the pre-coating group who underwent revision for pain.